Event description:
On (B)(6) 2014, pt underwent exploratory laparotomy with placement of blake drain. On (B)(6), removal drain was broken off/frayed and end piece remained under the fascia of the skin. Pt required to return to surgery for removal. Pt discharged on (B)(6) 2014. Diagnosis or reason for use: perforated viscous.